Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels of 300 to 400 mg/dl, and moderate to high ketones. Reportedly, the cause was unknown. The customer attempted to resolve the issue by changing all supplies and delivering a correction bolus. The customer went to the emergency room (ER) where intravenous fluids and an insulin drip was administered to address the elevated bg. The customer was subsequently hospitalized where intravenous fluids and an insulin drip were administered to address the issue. Reportedly, the customer was released from the hospital on (B)(6) 2019 with no permanent damage.